Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the safety shield did not retract smoothly.

Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.